Manufacturer narrative:
Bec identifier for this complaint is (B)(4).

Event description:
Customer reported to beckman coulter, inc. (Bec) that the coulter lh 780 hematology analyzer displayed retic laser offset too high error message. Customer reported the pm6 pump tubing was leaking and appeared to be cracked. Customer reported that less than 3 ml of fluid leaked from the cracked tubing. There was no report of patient results affected. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) replaced the cracked tubing. There was no further evidence of leaking after the repairs. The fse verified the repairs were performed per established procedures. The fse verified the results met published performance specifications.